Manufacturer narrative:
(B)(4). The customer did not return the sample for evaluation, but did provide a picture of the condition. The picture was visually inspected and the reported condition was confirmed for a cut in the tube. However, an assignable root cause could not be determined. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.

Event description:
A customer reported to baxter (B)(4) of a buretrol set that presented leakage. The deviation was found after connection to the nutrition bag. During priming of the set it was found that there was a hole/cut in the set's tubing. There was no patient involvement or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for an evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.